Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on using ac and dc power. The device is unable to obtain measurements and when trying to obtain measurements it shows "no cable connected." Internal inspection found component fb2 on the mx-3 flex cable was damaged, after replacing it the unit was able to obtain measurements. Internal inspection also found that multiple pogo pins on the system circuit board were stiff. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event.

Event description:
The customer reported the cable connection is unstable, device cannot recognize cable connection intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the cable connection is unstable, device cannot recognize cable connection intermittently. No patient impact or consequences were reported.